Event description:
Customer reported a false negative reaction with the heterozygous fyb cell#1 (fya+-fyb+) to the 0.8% selectogen lot# vs675 with a new york state survey sample that was later determined to have anti-fyb present. The survey sample in question was initially tested on board the provue and the antibody screen was reported as negative. As part of the survey, the sample in question was cross matched against a donor provided by the survey. The cross match was performed by the traditional ahg tube method and a 2+ incompatible result was recorded. The described testing was performed on (B)(6) 2013. The discrepancy of a negative antibody screen and the incompatible cross match to the sample in question was identified upon the review of the results on (B)(6) 2013 prior to submission by the reporting supervisor. Based on these results the supervisor performed a dat on the cross match donor by gel and the dat was negative. Based on these results the supervisor repeated the testing of the sample in question on board the provue and by manual gel using the 0.8% selectogen lot# vs675 and both yielded negative results. The customer repeated the testing of the sample against their new lot of 0.8% selectogen (vs686) on the provue and by manual gel method and both yielded a 2+ reaction to cell#2 (homo fyb +). The customer tested the sample in question by the manual gel method against the 0.8% resolve panel a lot# vra188 and anti-fyb was identified; 3+ homozygous, 2+ heterozygous. All described testing performed in the mts anti-igg gel cards. All gel cards and reagent red cells were confirmed to have normal appearance and stored according to their IFU. No discrepancies noted with quality control of lot# vs675 when they were in use.

Manufacturer narrative:
Ocd performed batch record review and complaint review by lot. All results were satisfactory. Ocd performed retain testing and reduced reactivity was observed. Sample was not available to be sent to ocd for further investigation. (B)(4).